Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for right proximal humeral fractures by using the multiloc humeral nail system. During the surgery, the nail was inserted more laterally than usual and the distance between the multiloc screw head and the nail was closer. The surgeon drilled using the drill bit at hole-a successfully. When drilling at hole-b, the surgeon drilled excessively and hit the nail which was broken. The surgeon left the fragment (about 2 cm) in the patient¿s body and completed the surgery without any surgical delay. No additional surgery is planned for the patient. No further information is available. This report is for one (1) 2.8mm drill bit/qc/165mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil selected flow: damaged. Visual inspection: the drill bit was found broken at the end of its flutes. The broken part is missing. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The review of the manufacturing documents has shown that the correct material was used and that the hardness was within the specification. Summary: the complaint is rated as confirmed as the drill bit is broken as reported. Furthermore, we can also confirm that the broken portion which remained in patients body has a length of approx. 25 mm. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This and the findings above let us exclude a manufacturing related issue. We can confirm that the breakage was caused due to interference between the drill bit and the nail as reported "the dill bit hit the nail because he drilled more excessively for screw insertion". During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot part: 310.284, lot: 48p1059, manufacturing site: bettlach, release to warehouse date: march 19, 2020 . A manufacturing record evaluation was performed for the finished device part: 310.284, lot: 48p1059, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.